Event description:
Pt presented to the ER and had a 5th metatarsal amputation and was then referred for attempted revascularization for limb salvage. During the sfa pta a spider filter became entrapped and after much difficulty, the vascular surgeon was able to get the filter and retrieval system back into the sheath but the access had to be sacrificed when everything was removed as a unit. The pt was then brought back to the vascular lab the next day for continued revascularization effort to the outflow.